Manufacturer narrative:
Reliability analysis evaluated three sealed reservoirs. Performed pre-fill reservoir testing, and the reservoirs passed per inspection. Found no leakage anomaly during filling. Also inspected and checked the o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking test and no leaks were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoirs were leaking at the snap cap. The blood glucose reading was 88 mg/dl. All reservoir components were present and no cracks or splits were noted in the reservoir barrel. The reservoirs will be replaced and returned for analysis.